Event description:
It has been reported the telescope created cloudy film on distal window. When scope is in a cup of water, the image is perfectly clear but when inspecting the telescope in air it is very cloudy. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation findings by the manufacturing site: during the technical inspection, the error description provided by the customer, "cloudy film on distal window", could be confirmed. During the examination of the optics, a chemically damaged distal solder seam was discovered, which has partially dissolved, allowing moisture to penetrate the lens system. Furthermore, an unknown residue is visible on the distal cover glass. The distal end is mechanically damaged. Such damage is attributable to a reprocessing error and mechanical damage. This event is filed under internal complaint ID (B)(4).